Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received regarding a surplug micro clear stating that there was a leakage. The leakage occurred in the middle of the outer side. Since the backflow of blood was observed, the user noticed the issue and replaced the line. No cracks or other damage were visible upon visual inspection. One actual sample was received without a mating device. Upon closely checking the connector of the sample, the valve was confirmed to be torn. They connected their in-house sa three-way cock at the distal end of the sample, and our in-house syringe filled with water to the t-port of the three-way cock. When the syringe plunger was pressed, leakage occurred at the top of the sample. The event was not noted prior to direct patient use; it was noted during infusion. The medication used was unknown. The device was changed or replaced with no further problems encountered. There was no patient harm reported.

Manufacturer narrative:
A series of photos were shared by the customer, where both photos of the shuntless microclaves are observed to be torn and residual of blood. One used device was received for evaluation on 2/11/2026. As received, an unknown residual inside the shuntless microclave was observed, no additional damage or anomalies were noted. The shuntless microclave was dissembled and a crushed spike and torn at the top and at the side of the seal was noted, no additional damage or anomalies were noted. Complaint of leaks can be confirmed. The probable cause is typical due to access with an incompatible mating device during use. The dfu states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Lot history review possible lot numbers 14372449, 14419013, or 14481709 was performed and no non-conformities were found that would have led to the reported condition on the complaint.